Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
The sales rep referred that: during the surgery the surgeon opened the external package. Then he opened the inner package of the item involved and inside the package there was only the internal blister. There weren't both the item and the labels. The surgeon referred that the package was perfectly wrapped and also the box was undamaged. The surgeon ended the surgery using another item."